Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's lead extensions were non-functional. The patient will undergo a revision procedure wherein the ipg and extensions will be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient's lead extensions were non-functional. The patient will undergo a revision procedure wherein the ipg and extensions will be replaced. No device malfunction was suspected.